Event description:
The patient contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were intermittently unresponsive. The patient claimed the screen was cracked from a skiing trip five months ago. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was intermittently unresponsive which had no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.